Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73k2100591 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the person in charge of operation room found damaged package of product during the inspection which led to broken sterilization.

Event description:
It was reported that the person in charge of operation room found damaged package of product during the inspection which led to broken sterilization.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with a hole/crack near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. A dimensional or functional inspection was not required as a part of this complaint investigation. The device history review for the product visistat 35w 6/box lot# 73k2100591 investigation did not show issues related to the complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of packaging damage - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.